Event description:
It was reported that the right ventricular lead exhibited failure to capture and r-wave amp variation. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and sensing r-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and sensing r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. The lead was returned with the helix partially extended and clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification.